Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders were not communicating between two devices. A technical support specialist reviewed the due now configuration on the server and confirmed it was set to 240 minutes before and 240 minutes after the scheduled order time, allowing users to view the order in the due now list, if the medication has not been dispensed; based on the case, advised verifying whether the medication was dispensed within this window and still appeared, which would rule out a configuration issue, as the settings were correct, and clarified that the medication remains available for dispensing as long as the order was active and not discontinued, since due now status was evaluated at login and continues to display until the order was discontinued, confirming the feature was working as designed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was reported not to be communicating with another station being located on the same unit. Nursing staff were unable to retrieve medication orders from one device to the other. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was reported not to be communicating with another station being located on the same unit. Nursing staff were unable to retrieve medication orders from one device to the other. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.